Event description:
It was reported that prior to the implant of a 26 millimeter (mm) transcatheter valve, the patient had an annular perimeter of 74 mm, left ventricular outflow tract (lvot) perimeter of 76 mm, sinuses of valsalva measured 29.3 mm in the left coronary cusp (lcc), 28.5 mm in the right coronary cusp (rcc), and 31.1 mm at the non-coronary cusp (ncc). Calcification was minimal in the ncc, and there was "bulky" calcification in the lcc and rcc. It was noted that the patient was in the range for a 29 mm valve; however, there was concern for a coronary artery occlusion and the 26 mm valve was selected for implant. During the implant of the 26 mm valve, the implant depth was 2 mm on the ncc, and 1 mm on the lcc. The valve was subsequently recaptured due to the shallow implant depth. Upon the second deployment attempt at a deeper implant depth, the implant depth was approximately 3-5 mm on both the ncc and lcc, and coaxial positioned was maintained. Pacing was performed, and the deployment was performed slowly; however, upon release of the paddles, the valve dislodged. After dislodgement, the skirt of the valve dislodged deeper than 13 mm. It was determined that the valve likely dislodged due to under sizing. Paravalvular leak (pvl) of unspecified severity was observed where the skirt was not able to "seal"; however, the patient remained hemodynamically stable. Subsequently, a 14 french (fr) non-medtronic sheath was inserted, and two non-medtronic snares were inserted to "catch" the paddles of the valve. Tension was applied to the lesser curvature side of the aorta; however, the position of the valve did not change. Subsequently, one of the snares and the right radial artery (ra) sentinel were removed. The snare was re-inserted to pull the valve; however, the valve could not be fixated. It was reported that when moving/adjusting the 26 mm valve, an intimal dissection was observed that formed a hematoma; however, there was no serious issues and the patient was hemodynamically stable. The patient was administered general anesthesia, and a transesophageal echocardiogram (tee) was inserted. A 29 mm transcatheter valve was inserted through the transfemoral (tf) artery. Upon advancing the 29 mm valve through the 26 mm valve, "dragging-like" movement was observed. Subsequently, the position of the valves were checked via the tee and the position of the 26 mm valve was adjusted while the 29 mm valve was deployed to the point of no recapture (ponr). The 26 mm could not be adjusted properly; therefore, the 29 mm valve was recaptured. The second deployment attempt was started from the ascending position; however, upon advancement of the 29 mm valve into the annulus, the 29 mm valve could not pass through the 26 mm valve. Despite using a snare to push the valve, the 26 mm valve would not descend; therefore, a 10 mm endovascular treatment (evt) balloon was used, and the 29 mm valve was withdrawn from the patient. Using the evt balloon, the 26 mm valve was lowered. Subsequently, a new 29 mm valve was inserted and implanted at an optimal position without any interference.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a product ID d-evolutfx-2329 (lot: 0012362243); product type: 0195-heart valves; implant date n/a; explant date n/a product ID d-evolutfx-2329 (lot: 0012313259); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, d3, h10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a 26 millimeter (mm) transcatheter valve, the patient had an annular perimeter of 74 mm, left ventricular outflow tract (lvot) perimeter of 76 mm, sinuses of valsalva measured 29.3 mm in the left coronary cusp (lcc), 28.5 mm in the right coronary cusp (rcc), and 31.1 mm at the non-coronary cusp (ncc). Calcification was minimal in the ncc, and there was "bulky" calcification in the lcc and rcc. It was noted that the patient was in the range for a 29 mm valve; however, there was concern for a coronary artery occlusion and the 26 mm valve was selected for implant. During the implant of the 26 mm valve, the implant depth was 2 mm on the ncc, and 1 mm on the lcc. The valve was subsequently recaptured due to the shallow implant depth. Upon the second deployment attempt at a deeper implant depth, the implant depth was approximately 3-5 mm on both the ncc and lcc, and coaxial positioned was maintained. Pacing was performed, and the deployment was performed slowly; however, upon release of the paddles, the valve dislodged. After dislodgement, the skirt of the valve dislodged deeper than 13 mm. It was determined that the valve likely dislodged due to under sizing. Paravalvular leak (pvl) of unspecified severity was observed where the skirt was not able to "seal"; however, the patient remained hemodynamically stable. Subsequently, a 14 french (fr) non-medtronic (dryseal) sheath was inserted, and two non-medtronic (ensnares) snares were inserted to "catch" the paddles of the valve. Tension was applied to the lesser curvature side of the aorta; however, the position of the valve did not change. Subsequently, one of the snares and the right radial artery (ra) sentinel were removed. The snare was re-inserted to pull the valve; however, the valve could not be fixated. It was reported that when moving/adjusting the 26 mm valve, an intimal dissection was observed that formed a hematoma; however, there was no serious issues and the patient was hemodynamically stable. The patient was administered general anesthesia, and a transesophageal echocardiogram (tee) was inserted. A 29 mm transcatheter valve was inserted through the transfemoral (tf) artery. Upon advancing the 29 mm valve through the 26 mm valve, "dragging-like" movement was observed. Subsequently, the position of the valves were checked via the tee and the position of the 26 mm valve was adjusted while the 29 mm valve was deployed to the point of no recapture (ponr). The 26 mm could not be adjusted properly; therefore, the 29 mm valve was recaptured. The second deployment attempt was started from the ascending position; however, upon advancement of the 29 mm valve into the annulus, the 29 mm valve could not pass through the 26 mm valve. Despite using a snare to push the valve, the 26 mm valve would not descend; therefore, a 10 mm endovascular treatment (evt) balloon was used, and the 29 mm valve was withdrawn from the patient. Using the evt balloon, the 26 mm valve was lowered. Subsequently, a new 29 mm valve was inserted and implanted at an optimal position without any interference. Additional information was received thata pre-implant balloon dilation was performed. A non-medtronic (safari) guidewire was used for the procedure. The deployment starting point was at the bottom of the pigtail catheter. The direction of dislodgement was ventricular. After the valve dislodgement, the implant depth on the ncc and lcc was approximately 14-15 mm. Downsizing was considered a contributing factor to the dislodgement. The severity of pvl was moderate or greater, but did not persist during the attempts to implant the additional valves. Per the physician, the cause of the dissection was the first valve when bringing in the second valve. The physician did not attribute the dissection to the snare or delivery catheter system (dcs). Conservative treatment was administered for the dissection. The patient's slightly enlarged ascending aorta may have been a contributing factor to the dissection.